Event description:
The device was applied during a laparoscopic cholecystectomy procedure involving one pt. Reportedly, the clips did not advance. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury.